Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge broke off the device and fell into the pt's abdomen. The pieces retrieved with no consequences to the pt.